Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had moisture on her insulin pump due to a reservoir leak. Troubleshooting was performed for the device, customer declined high blood glucose. Customer's blood glucose level was 375 mg/dl. Fluid is located in the reservoir compartment. Fluids occurred due to customer pulling out the plunger of the reservoir along with o-rings. Customer was advised to disconnect from the device and remove reservoir. No current leak noted. No cracks or damage noted. Self test completed. No further information reported.